Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on (B)(6) 2009 and performed self-tests alongside random manual power ons, up to (B)(6) 2012. The device records multiple occasions in which the temperature recorded was outside the recommended operating temperature of the device. The device failed a self-test due to a low battery on the (B)(6) 2012, the device remained in fault mode until (B)(6) 2015 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were recorded in the device memory between (B)(6) 2015 and (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be measured with a new membrane fitted. The temperatures recorded and the device being observed being covered in a dirt substance and the corrosion observed on the contact collars and screw heads are all indicators of adverse storage conditions. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.